Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.

Event description:
It was found membrane broken during the first use. Blood flow rate 80ml/min. Tmp: 50mmhg. Machine: fresenius. No blood loss for the patient. No medical intervention.